Event description:
A (B)(6) distributor contacted zoll customer support about a male patient reporting service codes 107 and 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of the electrode belt sn (B)(4) has been completed. The reported problem (code 107 / code 204) was confirmed. As received, the belt was fully functional and able to detect and treat; however, upon eval, the trunk connector was unable to securely latch with a test monitor. The cause of the code 107 is likely the insecure connection between the electrode belt and monitor. The cause of the insecure connection is likely a damaged connector. The root cause of the damaged connector cannot be positively identified. An investigation into the trunk connector latch issue is currently underway. No adverse event result from the damaged connector. The patient was issued a replacement electrode belt.